Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal planned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced arthralgia ("multiple joint pain with distal predominance (knee also)"). On (B)(6) 2017, the patient experienced paraesthesia ("hands paresthesia") and tendon disorder ("tendon disease"). The patient had a planned medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with amitriptyline hydrochloride (laroxyl), lamaline [caffeine,papaver somniferum latex,paracetamol], thiocolchicoside, duloxetine hydrochloride (cymbalta), antiinflammatory/antirheumatic non-steroids, paracetamol and surgery (surgery planned). At the time of the report, the medical device removal, paraesthesia and tendon disorder outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, medical device removal, paraesthesia and tendon disorder to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: medical device removal: n° 732 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.